Event description:
It was reported that an ilet user experienced elevated blood glucose after a cartridge change and suspected insufficient insulin delivery; the user was instructed to disconnect, fill tubing only, reconnect, and fill the cannula, after which glucose was trending down. Symptoms included hyperglycemia up to 350 mg/dl with alerts for sustained high glucose and no ketone testing, back-up therapy, medical intervention, or acute complications reported. Outcomes included temporary impairment due to elevated glucose requiring monitoring and troubleshooting. Investigation included technical troubleshooting and user education performed by support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible infusion or setup-related interruption suspected but not confirmed. It was concluded that the event was user-reported hyperglycemia with unclear cause and resolution through troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.